Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarms occurred. Customer's blood glucose level was 225 mg/dl. Customer suspected cause of occlusions was due to tubing being "twisted and tangled" as the occlusions were resolved by unwinding the tubing. Customer declined troubleshooting to verify the cause of occlusions and declined to provide further information to tandem technical support.